Event description:
Two nursing assistants were transferring resident from bed to reclining wheelchair. The bed was in high position, brakes locked. The hoyer base was not fully opened the base. The resident fell to the floor bumping her head. One of the nursing assistantsgot her left hand pinched in the accident. Injuries to the nursing assistant included removal of skin at the base of nails of left index and middle fingers and a "throbbing" feeling in the left hand. She received first aid and continued to work her assigned shift. The resident received a 5cm bump with a bruise onthe right posterior head. Her physician was notified. Patient neurological signs, vital signs and overall assessment were monitored. The hoyer was found to have a malfunctioning or maladjusted handle to change the width of the base for support. If the legs of the base were bumped, it would sometimes slip out of the setting and close to a narrower base. Thsi could occur with or without a patient in the device. Equipment was immediately removed from service and the manufacturer notified. After discussing the problem with the manufacturer's representative adjustment were made and when determined to be safe again, was returned to use.instructions for the proper use of the hoyer lift will be given to the nursing assistants on 2/10/93 and 2/12/93. This instruction will include use of a wide base of supportdevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jan-93. Service provided by: other. Service records not available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed, visual examination. Results of evaluation: none or unknown, none or unknown, incorrect technique/procedure. Conclusion: device was out of calibration, user error contributed to event. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device repaired and put back in service, user education provided, inserviced by other facility staff. Invalid data - on device destroyed/disposed of status.